Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: observed intermittent/sticking responses to button presses on the 'ok','up','down' and 'contrast' buttons. Removed keypad cover and found contamination under the contacts of all buttons. Observed the 'down' button contact is inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed sticking keys and contamination under the keypad cover. This report is made based on the results of an investigation completed on (B)(4) 2013.